Manufacturer narrative:
This cypher sirolimus-eluting coronary stent is distributed outside of the united states. However, it is similar to the united states cypher sirolimus-eluting coronary stent. This is one of two products involved in the same patient reported under manufacturing numbers 9616099-2007-02268, and 9616099-2007-02269. Additional information will be submitted within thirty days upon receipt.

Event description:
A report indicated that a patient experienced two episodes of restenosis after receiving two cypher stents. The first cypher stent was implanted to treat a lesion in the mid left coronary artery with 75% stenosis. Procedural details are unknown but the vessel was pre-dilated with a 3.0 x 18mm kongou balloon. Post dilation was not conducted and the residual stenosis was 0%. Six months later, coronary angiogram revealed a 90% restenosis at the target lesion and also, at the distal right coronary artery. It was treated by implantation of another cypher stent. Prior to implantation of the new cypher stent, predilation was conducted with a 2.5 x 20 mm kongou balloon. Post dilation was not conducted. The lesion at the distal right coronary artery was also treated by implantation of a cypher stent. The vessel was predilated with a 2.5 x 20 mm kongou balloon. Post dilatation was not conducted and the residual stenosis was %. It is not known if both stents overlapped each other. Six months later the second cypher implanted at the mid right coronary artery also restenosis with a 90% stenosis and it was treated by balloon angioplasty with a 3.0 x 20 mm kongou balloon for a residual stenosis 25%. According to the physician, these events are not related to any defects with the cypher stents, as the patient is prone to cardio restenosis. The restenosis events could have happened with any bare metal stent.